Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 1 second, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.